Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the rotablator, it was inspected and it has the wire kinked near to proximal section, the rotablator has kinks in the middle of the catheter it is probable that the wire has kinks in this section too. The guidewire couldn't be removed from the rotablator, since the kink at the proximal end of the device by the handshake connection and the kinks in the middle of the device are the cause of the guidewire being unable to be removed from the burr. The overall length couldn't be measured due to the device condition (loaded in the rotablator). The outer diameter (od) of the top and middle of the device were within specification. The od of the proximal section couldn¿t be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06681; 2134265-2016-06682; 2134265-2016-06683. It was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral artery and inferior septal artery. Two 330cm rotawire and two 1.50mm rotalink plus were selected for use. During the procedure, the 330cm rotawire was inserted and passed through the left anterior descending artery (lad). A 1.50mm rotalink plus was prepared and tested outside the patient. After testing, the burr was delivered into the target lesion located at the right posterolateral artery. The physician then attempted to withdraw the burr to change the size when the burr became stuck on the wire after coming out of the y-connector. The burr was removed together with the wire. The physician again inserted another rotawire through the lad and used a 2.0mm rotalink plus to ablate the target lesion. The physician then delivered the rotawire into the inferior septal artery and used another 1.50mm rotalink plus. After outside testing, the burr was delivered and ablation was performed. As the physician was removing the burr, the burr became stuck on the wire after coming out of the y-connector. The burr and wire were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06681; 2134265-2016-06682; 2134265-2016-06683. It was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral artery and inferior septal artery. Two 330cm rotawire¿ and two 1.50mm rotalink¿ plus were selected for use. During the procedure, the 330cm rotawire¿ was inserted and passed through the left anterior descending artery (lad). A 1.50mm rotalink¿ plus was prepared and tested outside the patient. After testing, the burr was delivered into the target lesion located at the right posterolateral artery. The physician then attempted to withdraw the burr to change the size when the burr became stuck on the wire after coming out of the y-connector. The burr was removed together with the wire. The physician again inserted another rotawire¿ through the lad and used a 2.0mm rotalink¿ plus to ablate the target lesion. The physician then delivered the rotawire¿ into the inferior septal artery and used another 1.50mm rotalink¿ plus. After outside testing, the burr was delivered and ablation was performed. As the physician was removing the burr, the burr became stuck on the wire after coming out of the y-connector. The burr and wire were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.